Manufacturer narrative:
Patient information was requested but no response received.

Event description:
The customer reported that the display is flickering and the fan is running on and off. It is unknown if the unit was in use on patient or if there's any patient harm reported.